Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the stent delivery system (sds) was attempted to cross through a previously deployed stent, which likely contributed to the reported difficulties. An interaction with the deployed stent during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the deployed stent during retraction would have then led to the reported difficulty removing the sds and stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the lesion was not pre-dilated prior to advancement of the promus sds. It should be noted the promus instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. It does not appear that the failure to pre-dilate the lesion contributed to the reported difficulties as the interaction with the previously implanted stent likely contributed to the difficulties experienced. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the promus stent delivery system (sds) was advanced across an unknown implanted stent during a direct-stenting procedure in the distal right coronary artery where the promus stent got stuck. The sds was withdrawn, but stent dislodgement occurred due to resistance during removal with the implanted stent struts. An unknown 1.5 mm balloon catheter was used to inflate the dislodged stent at the bifurcation of the distal left circumflex artery. Post-dilatation was performed and another stent was used to implant itself in the moderately tortuous target lesion. No adverse patient effects were reported. No additional information was provided.